Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4)

Event description:
This complaint is from a literature source. It was also reported that 1 patient with symptomatic persistent atrial fibrillation underwent radiofrequency ablation involving circumferential pulmonary vein isolation followed by posterior left atrial wall isolation and suffered femoral arteriovenous fistula requiring surgical intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿isolation of the posterior left atrium for patients with persistent atrial fibrillation: routine adenosine challenge for dormant posterior left atrial conduction improves long-term outcome.¿ the purpose of this study was to determine the acute and long-term effects of adenosine challenge on the posterior left atrium following electrical isolation by catheter ablation. The study was conducted between march 2008 and june 2014. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.